Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. It is reported that only the patella was revised with competitor's products.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.